Event description:
It has been reported that during the procedure the 6f zuma guide catheter caused a left main coronary artery dissection with spiral down coronary artery. Pt required emergency intraortic balloon pump and surgery. The device is not being returned for eval as it has been discarded by the hospital.